Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "predominantly visible internal rupture in the left breast", "left breast is dominantly swollen/enlarged at the inner quadrant", "breasts are tight, hard, sensitive, pathologically round, sensitive, the base is retracted", "displacement", and "creasing". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease /folding of implant: observed. ¿ edema: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure wear abrasion and a non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. It was later reported "breast is swollen/enlarged", creasing, rupture and fluid around implant (captured as seroma). The device has been explanted.

Manufacturer narrative:
The device related to the reported event of capsular contracture, crease /folding of implant, edema and seroma-late rupture was received on february 27, 2025, with lot number 2737493. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease /folding of implant: observed. Edema: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening assessed as fold flaw opening. Seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV confirmed via mammography. Healthcare professional later reported "breast is swollen/enlarged" and "internal rupture" via ultrasound, "creasing" and "folds." Upon the explant surgery, healthcare professional found "fluid on the left side intracapsular." Healthcare professional later reported "foreign body type inflammatory reaction, signs of filling cell leakage, synovial metaplasia" and "neutrophil granulocytes can be identified in few cases" via histological/cytological reports. Device was explanted and replaced by a non-abbvie device.

Event description:
Healthcare professional later reported fluid on the left side intracapsular. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ crease folding of implant: observed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "predominantly visible internal rupture in the left breast", "left breast is dominantly swollen/enlarged at the inner quadrant", "breasts are tight, hard, sensitive, pathologically round, sensitive, the base is retracted", "displacement", and "creasing". Healthcare professional later reported fluid on the left side intracapsular. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported an unknown side capsular contracture, baker grade IV. The status of the device is unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.